Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+ and a prolapsed anterior. An xt clip was inserted and steered down into the mitral valve. A debris structure was observed on the tip of the clip. Therefore, the clip was removed and no debris was observed upon removal. The physician decided to reinsert and implant the clip. No debris was observed after the clip was reinserted. One additional clip was implanted, reducing mr to a grade of 2+.

Manufacturer narrative:
H6. Medical device problem code 2993 was removed. Code 2017 was added. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported improper or incorrect procedure or method (failure to follow steps / instructions) was due to the user error of reinserting the device after removal. A cause for the reported patient effect of thrombosis cannot be determined. Thrombosis is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no treatment was provided for the thrombosis. There is no indication of a product issue with respect to manufacture, design or labeling.